Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was monitoring their pulse and had a heart rate between 50 and 54 beats per minute. It was reported the lower rate limit was programmed at 70 beats per minute. The patient expressed concern about their device functioning appropriately. The patient was referred to their physician. No adverse patient effects were reported.